Event description:
Reporter indicated than vns pt has complained of exacerbation of asthma since implant, but that treating neurosurgeon indicated that the symptoms were not related to the vns. Further follow-up treating neurologist revealed that the pt complained of chest tightness, feeling winded and difficulty taking a full breath at office visit one month post-implant. Lung sounds were normal with no wheezing. Neurologist indicated that the pt's breathing difficulties were possibly related to the vns. Pt's primary care physician prescribed an advair disc. The pt has been referred to a pulmonologist for eval of astham and pulmonary function. Neurologist prescribed a medrol dose pack to help chest tightness and reduced programmed device signal frequency and pulse width.